Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, the failure described could not be reproduced. Inspection of the image system pc showed a missing hard drive. Preventive exchange of the system pc was initiated and no further problems have been communicated. No further actions are to be taken at this time as the spare part consumption is below the threshold of 3% and no negative awareness in regards to the quality and performance of the affected component is known.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis varic gen 2 system. During a clinical procedure the customer reported a system hang up and a defective pc. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.